Manufacturer narrative:
Device has not yet been returned for evaluation, and we have so far been unable to obtain further details of this event.

Event description:
Allegedly, item broke during a procedure; no patient injury reported.

Event description:
One of the forceps jaws broke off during a rigid esophagoscopy with coin removal from proximal esophagus procedure. The broken jaw was noted to be laying in posterior oropharynx and was retrieved. New forceps were then used to retrieve coin. The doctor confirmed there was no harm to patient.

Manufacturer narrative:
Per the evaluation findings: the shaft is severely bent and the jaws are broken. Breakage was most likely due to normal wear and tear. Device was in use for over 16 years.